Event description:
It was reported that the dr. Was implanting an oasys screw and the screw head proceeded to strip then the tulip head popped off.

Manufacturer narrative:
Method: device history review; results: manufacturing files could not be reviewed because no lot number was provided and no part was returned for visual examination. It was reported that the screw holes were drilled but not tapped. Tapping the screw holes provides a better prepared screw pathway according to the surgical technique. It was also reported that the sleeve was threaded into the tulip head of the screw. If this had been the case, it would not be possible to strip the head inside the tulip since the rotation motion of the polyaxial screwdriver (when threaded into the tulip head) would be in unisom with the polyaxial screw. Conclusion: the root cause is deviation from the recommended procedure in the surgical technique.

Event description:
It was reported that the dr. Was implanting an oasys screw and the screw head proceeded to strip then the tulip head popped off.